Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that impedances were out of range >40,000 ohms on electrodes 9 and 10. Impedance on electrode 9 was present prior to the study but not on electrode 10. No actions were taken to resolve the event and it was not resolved at the time of the report. No patient complications were reported as a result of this event.